Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had subtotal colectomy due to a tumor with ileosigmoid ectomy however, patient returned for relaparotomy for anastomosis insufficiency and dissolving ileostomy. Patient undergone repeated gastric lavage. This resulted to a 14-day extension of patient's hospitalization, two re-operations and sepsis therapy.